Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the issue was resolved by replacing the system batteries. No further issues were reported. Replaced batteries were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's battery would only last for about five minutes. There was no patient present when this issue was identified.